Event description:
It was reported that the patient is having irritation from the 63b electrodes. The patient who that he did not conduct the time test for the 63b electrodes. The patient stated that he wore the electrodes for 3 hours then started wearing them for a full day. The neurosurgeon told him to stop wearing the unit. The patient just had spine stim removed yesterday. The patient goes back to his doctor on 02/27. The patient stated that he is going to let his skin heal up first which may take a few weeks and then will try wearing the electrodes for one hour each day to see if that helps. The patient will also speak to the doctor at the next appointment to see if the doctor wants him to keep wearing the unit or not. The patient stated that he hasn't worn the unit since the irritation and the 63bs caused the same problem the 72rs did. The patient hasn't used any creams or ointments. No additional information was received from the patient.

Manufacturer narrative:
The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. Zimvie complaint (B)(4). Date of event: the event occurred sometime in february 2023. Medical product: unknown. Therapy date: unknown.